Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed all the time') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine hydrochloride (prozac). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured ("cyst on my ovary to rupture"), abdominal pain ("abdominal pain") and feeling abnormal ("I felt like I was going crazy") and was found to have weight increased ("I have gained 40 plus pound") and hormone level abnormal ("drastic change with my hormone"). The patient was treated with estrogen nos, iron and medroxyprogesterone acetate (depo provera). At the time of the report, the genital haemorrhage, weight increased, ovarian cyst ruptured, abdominal pain, hormone level abnormal and feeling abnormal outcome was unknown. The reporter considered abdominal pain, feeling abnormal, genital haemorrhage, hormone level abnormal, ovarian cyst ruptured and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed all the time') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine hydrochloride (prozac). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured ("cyst on my ovary to rupture"), abdominal pain ("abdominal pain") and feeling abnormal ("I felt like I was going crazy") and was found to have weight increased ("I have gained 40 plus pound") and hormone level abnormal ("drastic change with my hormone"). The patient was treated with estrogen nos, iron and medroxyprogesterone acetate (depo provera). At the time of the report, the genital haemorrhage, weight increased, ovarian cyst ruptured, abdominal pain, hormone level abnormal and feeling abnormal outcome was unknown. The reporter considered abdominal pain, feeling abnormal, genital haemorrhage, hormone level abnormal, ovarian cyst ruptured and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.